Event description:
On (B)(6) 2024 the site contacted (B)(6) to report that the patient was noted to have left-sided weakness and eye deviation on (B)(6) 2024. Head CT scan performed on the same day showed acute to early subacute infarct involving the right posterior mca distribution with an aspects score of 6/10. The patient also experienced seizure activity that has continued. An additional CT scan showed evolving right mca infarct without evidence of hemorrhagic transformation and minimal local mass effect. According to the site, the berlin heart excor blood pump pu valves; 15 ml in/out; ø 9 mm functioned as intended, filling and emptying appropriately for the clinical condition. Deposits were noted in the pump.

Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient for 49 days from (B)(6) 2024 until the time of the pump exchange on (B)(6) 2024. The event occurred on (B)(6) 2024 (37 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, sn (B)(6) and the pump was produced according to our specification. The other event which occurred on (B)(6) 2024 from the same pump associated with this patient will be submitted as 3008454189-2024-00025. A detailed investigation report will be provided as soon as it is available.